Event description:
This customer reported that the device failed to discharge via external paddles. The users switched to a different defibrillator to deliver therapy. The pt's rhythm was converted to a normal rhythm and the pt's blood pressure was normal. Two hours later the pt suffered a cardiac arrest and died.

Manufacturer narrative:
(B)(4): this customer reported that the device failed to discharge via external paddles. The users switched to a different defibrillator to deliver therapy. The pt's rhythm was converted to a normal rhythm and the pt's blood pressure was normal. Two hours later, the pt suffered a cardiac arrest and died. The customer does not believe that the failure to discharge with the first defibrillator played a role in the outcome for this pt. The pt was successfully resuscitated but had a subsequent cardiac arrest. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more info about this event.